Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Occupation: lawyer. (B)(4).

Event description:
Claim letter and medical record received. Claim letter alleges pain and elevated metal ion. 7 oct 2020. After review of medical records, visit notes reported that patient experiencing bilateral hip pain. MRI about seven months ago showed very little soft tissue destruction. Visit assessment indicated bone thinning around artificial joint. Added medical history and lab results. Doi: unk - dor: (B)(6) 2020 (right hip).